Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in the calcified right common femoral artery (rcfa) and the left common femoral artery (lcfa) with two proglide devices using the preclose technique. The arteriotomies were 6f and 7f. Reportedly, a cuff miss occurred in the rcfa and lcfa access sites. The sutures of two additional proglide devices were successfully placed in the rcfa and lcfa using the preclose technique. The sheaths were upsized to 14f for the tavi procedure. The tavi procedure was completed and the two successfully placed sutures in the rcfa and lcfa access sites achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.